Event description:
The customer reported white balance not acquired during a therapeutic procedure involving an autoclavable camera head and the intended procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.